Event description:
According to the available information, during an ureteroscopy for a kidney stone, the dormia device in question was not functioning properly. The small basket at the tip of the dormia was broken and no longer had its usual shape, which prevented the surgeon from properly grasping the stone. A new device was provided. This resulted in wasted time and an extended procedure duration.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.